Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 10. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and fistula. No further patient complications were reported.